Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease and spinal pain. It was reported that normally when the patient used the patient programmer to check the ins and then set the programmer down, the programmer screen would go blank/turn off and the patient would feel stimulation. Now when the patient checked her ins with the programmer and set the programmer down, the screen would go blank like normal, but when the programmer shut off, the stimulation would shut off at the same time. The patient noted that this was not normal. The patient always unplugged the antenna from the patient programmer then waited for the screen to go blank, and now the stimulation would go off at the same time. The patient tried this while on the call with the manufacturer¿s patient services on (B)(6) 2016, and this issue did not occur; the patient still felt stimulation in the arm which was the correct spot for the patient. There were no trauma/falls reported that could have been related to this issue. The patient was to follow-up with a healthcare professional. It was noted that the patient had been using the ins more often because with weather changes her arm bothered her more, and with recent weather changes her arm had bothered her.